Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that the customer was taken by paramedics to the hospital due to hypoglycemia. The customer's husband stated that some of the basal rates on the insulin pump were incorrect, which caused the low blood glucose. Nothing further was reported.